Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2020. Customer¿s blood glucose level was over 400 mg/dl, at the time of incidence. Customer felt nausea, vomiting and difficulty in breathing symptoms. Customer was treated with long acting and fast acting insulin. Customer was not feeling well to troubleshoot at the time of incidence. Customer was using auto mode feature at the time of incidence. Customer did the self test and it was passed. The insulin pump will not be returned for analysis.